Event description:
The system 5 sagittal saw was sent for service and it was noted during performance testing at the manufacturer that the blade mount is chipping. No adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.